Event description:
It was reported that during use with bd maxplus¿ extension set the device was clogged and would not flush saline. Patient impact has not yet been obtained. The following information was provided by the initial reporter: IV extension set will not flush saline. Lot # 23029049.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the sample could not be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot numbers 23029049 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ extension set the device was clogged and would not flush saline. Patient impact has not yet been obtained. The following information was provided by the initial reporter: IV extension set will not flush saline. Lot # 23029049.